Event description:
It was stated that; pt has groin pain since surgery and high levels of metal in his blood. Pt's wife stated that pt may need a revision surgery. Pt's wife stated she has no money for this surgery, mris and related expenses. Pt's wife stated that the surgery is causing time, money, anguish and her insurance is not covering a lot of these costs. (B)(4) update: pt had revision surgery on (B)(6) 2013.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.